Manufacturer narrative:
Although the device manufacturer date in the investigation is december 24 2015 and the customer reported the event date as (B)(6) 2015, the device manufacturer date was verified and is correct. We are following up with the customer to get information about the event date. Integra has completed their internal investigation on september 12, 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: evaluation of returned device; the coating of distal wire is completely removed for about 8 mm. There is no burnt remaining part of coating. DHR review; no nonconformity for this lot. Complaints history; no complaint for this lot. Conclusion: the most probable cause of this defect is the use of a too important voltage which damage the coating and then an abrasive cleaning.

Event description:
It was reported that the blue coating/insulation of the monopolar manhes burned at the tip during its extraction. The product was in contact with the patient, no patient injury reported, and the event lead to one-hour surgical delay. Additional information was requested and the following was received on september 5, 2016: one-hour surgical delay is considered a significant increase in relation to the surgery time. The procedure was completed with a replacement device.

Manufacturer narrative:
Additional information received on september 22, 2016: name of healthcare facility - (B)(6). Date of event - (B)(6) 2016.